Event description:
The lead was explanted.

Manufacturer narrative:
Visual inspection under 30x manification indicates j stiffener wire has fractured ~43mm proximal of weld site. The proximal section of j stiffener wire measures ~45mm and has migrated down lead body ~170mm proximal of weld site. Visual inspection under 30x manification also indicates lead was snipped or cut ~40cm proximal of fixation helix housing electrode tip, with evidence of flared coil wire ends. It appears that the entire j stiffener wire was received with all recorded measurements adding up to ~88mm. X-ray of lead distally confirms j stiffener wire fracture.